Event description:
Procedure type: gastrectomy. According to the reporter: upon firing on the stomach, the device made a strange noise. The surgeon stopped firing, opened the device's jaws, and resected the partial staple line. A new stapler and a new cartridge were opened to complete the procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes. No information about the use of reinforcement material. The lot number is reported to not be available.

Manufacturer narrative:
(B)(4).